Manufacturer narrative:
(B)(4). Currently no device details exist and it is unknown if allergan is the manufacturer of the device, however, the article identified the device as ¿silicone implants.¿ if information is received regarding device details and an allergan device is confirmed, a device history review will be performed and the results of this will be incorporated in subsequent reports. Device labeling: rupture - gel implants may rupture, and saline or gel/saline implants may deflate at any time and require replacement or revision surgery. As ruptures are most often clinically silent, a radiological assessment may be required to aid diagnosis. Long term allergan post-market surveillance data over fourteen years on single lumen and double lumen gel/saline breast implants indicates a rupture rate between 0.37%-1.09%. Allergan us clinical study data on gel implants indicates a rupture rate between 7.7%-9.7% at 10 years.

Event description:
Research article "gel bleed and rupture of silicone breast implants investigated by light-, electron microscopy and energy dispersive x-ray analysis of internal organs and nervous tissue." Article reports "second case was introduced, acting as a ¿positive control¿. This patient had silicone implants for 14 years and upon removal both implants were ruptured. The peri-prosthetic capsule only could be harvested." This MFR# 9617229-2016-00213 is for the left side device of the patient that was the positive control. See MFR# 9617229-2016-00214 for the right side device.